Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The following complaint was classified based on info obtained from lfs customer service. On (B)(6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter does not turn on. The power issue began (B)(6) 2009. It is not known how the pt managed her diabetes for the next 5-6 months and what blood glucose she obtained. Reportedly, a few months later, the pt developed symptoms described as "sweating, really anxious, and trembling." During (B)(6) 2010, the pt claimed she received IV fluids treatment. It would have been helpful to obtain the pt's diabetes regimen and the circumstances surrounding the pt's symptoms and medical intervention. According to the troubleshooting performed with customer service, there was no product misuse and the battery did not need to be replaced. However, the power issue was not resolved with training. Replacement products were sent to the pt. This complaint is being reported because the pt claimed she developed symptoms and received medical intervention that can be suggested for acute complications of diabetes after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.